Manufacturer narrative:
No button error alarm was noted. However, the up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported receiving a button error alarm from the insulin pump. The customer reported that the insulin pump was scrolling up without the customer's input, and they did a battery change, and then the button error alarm occurred. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 85 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.